Event description:
It was reported that the stylus pen to screen interface was broken (off by about two inches), even after continual recalibration attempts and stylus pen replacements. The programmer was returned for service. The return paperwork indicated that there was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) stylus will not select from screen. Display overlay/bezel assembly found out of electrical specification.